Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced and a diabetic coma. The patient stated that around 9:00-10:00pm, their sugar levels dropped to zero. The patient's husband administered the patient with glucagon which raised their sugar level to 19mg/dl. The patient's husband called 911 and the emergency medical technician (emt) transported the patient to the hospital the patient was admitted to the intensive care unit (ICU) where they went into a diabetic coma. The patient could not recall when she was discharge from the hospital but indicated that they were transferred a week later to a medical center to undergo therapy. The patient mentioned during their stay at the medical center, their sugar levels were still very low. The patient stated they were released from the medical center after about two and a half weeks just before thanksgiving. The patient indicated they were wearing the dexcom system at the time of event; however, they were unsure if the device was performing as intended. At the time of contact, the patient was at home and fully recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.